Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device, a liner puncture was confirmed, 8.5cm in length, starting at 10.5cm from strain relief and the sheath shaft was kinked and twisted with scratches observed along the hdpe. Imagery was provided which showed tortuosity present within the patient's access vasculature. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for liner puncture was confirmed based on evaluation of returned device and provided imagery. Available information suggests patient factors (calcification, tortuosity) and procedural factors (device manipulation) likely contributed to the event as sheath shaft was received kinked, twisted and punctured; also, provided imagery indicated serrated marks on hdpe near punctured location. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and liner, and lead to the observed damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in the germany, regarding a sapien 3 ultra transcatheter heart valve implant 26mm in aortic position by transfemoral approach, during the procedure, the esheath was inserted at 45-50 degree without resistance but when advancing the commander delivery system with crimped valve through the esheath, after a few centimeters, resistance was felt. Fluoro showed that the catheter in the area of the left common iliac artery had completely left the esheath and could not be reinserted proximally possibly due to a problem with the material of the esheath, tortuosity of the vessel, or all together. The tip of the commander delivery system was still inside the esheath. It was managed to get the crimped valve into the esheath's lumen and remove the entire system as a single unit. Once removed, it could be observed that the expandable seam of the esheath was ripped open, allowing the crimped valve to move out of the esheath's side. Afterwards, patient was successfully treated with a non-edwards valve. There was no visible harm under fluro to patients femoral/iliac vessel and patient was doing fine after procedure.

Manufacturer narrative:
The investigation is ongoing.